Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's husband that two years, eight months post implant of this bioprosthetic mitral valve, this valve was explanted and replaced. No failure mechanism, and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that this device was explanted and replaced during a concomitant native aortic valve replacement, after computed tomography (CT) indicated the mitral annular calcification (mac). Catherization showed mitral valve stenosis and a mean gradient of 20 mmhg. The explanted valve was sent to the pathology lab, and the results indicated the cardiac muscles "had areas of thrombosis and slight mitral chronic inflammation." No other adverse patient effects were reported due to the replacement procedure.

Manufacturer narrative:
Conclusion: the device was not returned for analysis. A review of the device history record (DHR) was performed for this valve. There were no correlations / issues identified in regard to manufacturing that could be related to this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Without the return of the device, the root cause of the stenosis / high gradient cannot be determined. Based on the received information, the calcification on the mitral annular could be a contributing cause of the issues. High gradient / stenosis related risks are addressed in the current risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.